Event description:
Device - puritan bennett ventilator and dhd medical products disposable condensation bottle.the dhd medical products condensation bottle was accidently attached to the exhalation filter clamp, preventative exhalation. This was discovered after the patient experienced difficulty breathing with air leaking around the endotracheal tube. She was reintubated, connected back tothe ventilator and again experienced difficulty breathing. The patient went into bradycardia and was coded. The patient responded, the connection was discovered, the ventilator was replaced and checked by biomedical engineeringdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.